Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis visual analysis of the photographs identified; an opening and red particles on the shell.device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician report implant rupture diagnosed via ultrasound and MRI. Device has been explanted and replaced with non-allergan device. This relates to the right side.

Event description:
Healthcare professional reported "suggestive images of siliconomas" diagnosed via ultrasound. This relates to the right side.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as an unidentified (tear) and missing piece of shell assessed as inconclusive (shell thickness within specification). Additional observations: no other observation observed.

Event description:
Physician report implant rupture diagnosed via ultrasound and MRI. Device has been explanted and replaced with non-allergan device. This relates to the right side.